Event description:
It was reported to risk management that the tip of the pencil on the bovie device became loose during a tonsillectomy causing a 3rd degree burn to the corner of patient's mouth. Medline.